Event description:
Patient implanted with synfix approximately 3 months post op returned to surgeon and was asymptomatic. An x-ray showed a screw was broken. It is not known if the surgeon will schedule a revision.

Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Patient implanted approximately 3 months ago. Unable to provide the manufacture, PMA/510k number and/or the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be requested.